Event description:
Had jaw surgery on (B)(6) 2025, the bone graft used was called montage. Since this surgery I have had several issues. At one point I developed an abscess on the side of my face, where the bone graft actually came out and left me disfigured. I have had to go to the ER and urgent care several times due to developing a form colitis in my face causing swelling and issues breathing through my sinuses. It was determined recently that the bone graft is now floating in my sinus cavity, and I have to go another surgery to have it removed. The dr that performed my surgery stated that I am not the only patient that had a reaction to this graft or developed bacterial infection.